Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their 'machine was no longer working.' The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.